Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits moderate devitrification at output window; the metal cap exhibits mild char on surface, and indications of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported during prostate procedure, at 74,185 joules and 13:14 minutes of use, the fiber switched to standby mode and when the system was rebooted the fiber was not firing as it had previously. It was also noted that the cooling line was dripping continuously. The tip (cap) of the fiber was cleaned during the procedure. The procedure was completed using second fiber. Patient outcome: ¿was fine¿ reported. No injury to patient was reported.